Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant a test shock was performed, induction testing then took place in the primary vector and undersensing of the ventricular fibrillation (vf) was noted. After undersensing was 10 seconds external defibrillation was admitted. The rhythm then returned back to normal sinus rhythm with normal shock impedance values. The device was reprogrammed and remains implanted. No additional adverse patient effects were reported. Additional information provided noted that the first induction performed showered some noise consistent with myopotential.